Event description:
It was reported that during an unknown procedure, the device gave an error code 5. Two additional devices were used to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the blade cracked. The location of the break is inside the tube proximal to tissue pad. During functional testing on a generator, the device gave an error code 5. The analysis concluded that the blade cracked due to contact with outer tube. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.